Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing a defective introducer needle. Visual analysis revealed that the needle hub had cracked and separated. A portion of the needle hub was still molded to the cannula. The customer returned one introducer needle for analysis. Signs-of-use in the form of biological material was observed. The separated portion of the hub was not returned for analysis. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough but uniform. It was also observed that the needle cannula was bent; however, as this was not present on the customer supplied image, it is being assumed that this occurred while in transit to the morrisville facility. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the sample provided and the customer image, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Corrective action has not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a subclavian puncture, the hub of the puncture needle broke". No patient harm reported. The patient's condition is reported as fine. Another device was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a subclavian puncture, the hub of the puncture needle broke". No patient harm reported. The patient's condition is reported as fine. Another device was obtained for use.